Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had difficulty getting the right atrial (ra) lead to attach to the atrial wall during the implant procedure. The physician had to turn the lead body in an attempt to help adhere to the cardiac tissue. The ra lead parameters were acceptable post implant. The next day, the ra lead noted undersensing and the impedance measurement had increased from 500 ohms to 1,100 ohms. Atrial sensitivity was increased which resolved the undersensing. Assessment of the x-ray revealed the helix had not fully deployed. As the undersensing had resolved, no further changes were made to the system. The patient was followed a few days later and there were no changes to the lead parameters. As a result, no changes to the lead are planned and the patient will be monitored appropriately. No adverse patient effects were reported.